Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to redness and swelling of the skin flap. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 12, 2024.

Manufacturer narrative:
The device analysis report attached.